Manufacturer narrative:
Dents and scratches were seen on the insulation. The instrument was tested for crack and passed the insul scan test. However, the IFU (B)(4) states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root causes are normal wear, improper sterilization methods, and user misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the insulation on the monoploar handle was cracked.